Event description:
It is reported that the catheter is kinked/twisted at the catheter tube. End-user stated she has had difficulties using the crooked catheters as they won't straighten, and have caused scratches to the urethra as a result.

Manufacturer narrative:
This event as described is deemed a serious injury. Additional info indicates that no nonconformity has been registered during manufacturing process. No further complaint has been received on the batch in question. Waiting for samples. No additional info has been provided to date. Should additional info becomes available, a follow-up report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.